Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sigmoidectomy. The surgeon stated that during anastomosis the cutting ring was defective. The surgeon resected the tissue of mouth side and re-anastomosed. Patient status is no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy. The surgeon stated that during anastomosis the cutting ring was defective. The donuts were distorted because the device only partially cut the tissue. The surgeon resected the tissue of mouth side and re-anastomosed. The case was completed using a new device. Patient status is no problem.